Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show initial films show l4/5 construct with pedicle screws and interbody plif cages done elsewhere. Revision was reportedly performed due to developing degenerative disc disease and stenosis at the l3/4 level (junctional disease). Revision film shows construct now from l2 to s1 with interbody device added at l5. There appears to be an l3 spinous process remaining suggesting incomplete decompression at l3/4. Interbody spacer appears to be present at l3/4 . Subsequent films show no clear signs of implant loosening. Final revision shows alif placed at l5 with interbody spacers at all other levels. Interbody spacer at l2 appears anterior to its proper position and appears to have the configuration of a capstone rather than a clydesdale despite assertions this was an x-lif. Reported screw augmentation at l2 cannot be verified as no cement is seen within the l2 body. Cement may exist within the pedicle which would have questionable effect without adequate mechanical purchase in cortical bone.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, it was reported that the patient presented with a loose screw and pseudoarthrosis and loss of reduction. The patient underwent a revision to remove the loose screw.